Event description:
Customer reported hospitalization due to low blood glucose. Paramedics were called previous to the hospitalization. The current blood glucose reading is 134 mg/dl. The blood glucose reading at the time of the event was 1 mg/dl. Customer was found sweating from head to toe, in fetal position. Paramedics transported customer to hospital. Customer was hospitalized for four days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.